Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a networking issue. Pyxis is not able to connect to network and device configuration that is preventing it from connecting. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex d code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a networking issue. Pyxis is not able to connect to network and device configuration that is preventing it from connecting. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not able to connect to the network. A technical support specialist (tss) dialed in to the station and verified that the communication was current. Then, the tss contacted the customer and confirmed that the network cable plugged into the wrong port on the communication sled and corrected it. After the change, the station came online and worked without issues. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a networking issue. Pyxis is not able to connect to network and device configuration that is preventing it from connecting. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.